Event description:
It is reported that a customer experienced low blood glucose of 46 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer stated that they had dropped the pump and received an error alarm. The customer also stated that they had damaged the sensor while trying to insert it. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch 2032227-2014-44513.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to low readings.